Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure using the conquest 40 pta balloon, the balloon protective plastic tube was allegedly stuck. It was further reported that when it was pulled, the plastic sheath came lose at the clear plastic hub. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta catheter returned for evaluation. Upon visual inspection, the outer catheter shaft of the gw lumen is detached from the within the hub. It was noted that from the detachment, the inner gw lumen is exposed and appears to be kinked and flattened. The device was also received with a stylet loaded and the balloon protector. No other anomalies noted. No functional testing was performed due to the condition of the device returned. One photo was provided and reviewed. The photo shows the outer shaft of the gw lumen is detached within the hub. Balloon was not seen in the provided photo. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported difficulty in removing packaging material as reported condition of the issue could not be replicated in the laboratory. However, the investigation is confirmed for the reported detachment as outer shaft of the gw lumen is detached within the hub. A definitive root cause for the reported difficulty opening the packaging material and detachment could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d2b (mcw: lit), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure using the conquest 40 pta balloon, the balloon protective plastic tube was allegedly stuck. It was further reported that when it was pulled, the plastic sheath came lose at the clear plastic hub. The procedure was completed using another balloon. There was no reported patient injury.